Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which observed a crack on the blood filter chamber; all components were correctly placed. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition is a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of y-type blood/soln set was cracked prior to patient use. There was no patient involvement. No additional information is available.